Manufacturer narrative:
H10: the actual device was not available; however, twelve (12) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event/ concomitant medical products: the event occurred on an unspecified date in december 2022 (reported as either december (B)(6) 2022). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a perforation. The packaging was completely sealed without damage or openings. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.